Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The service evaluation revealed a defective roller assembly which resulted in the reported event. The most likely cause for the observed condition can be attributed to a possible supplier issue considering the age of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a sas surgery the outflow motor of the device was defective. The motor squeaked and sometimes did not turn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.